Manufacturer narrative:
The reported events were lead dislodgement, inappropriate capture and oversensing. As received, a complete lead was returned in one piece. The reported events of inappropriate capture and oversensing were not confirmed. Visual examination of the lead did not find any anomalies with the exception of procedural damage. The measured full helix extension length was within specification as received. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported the patient presented in the hospital. Upon interrogation, it was observed the patient's right atrial lead was oversensing far-r waves, and stimulating the patient's right ventricle. An x-ray revealed the patient's right atrial lead was dislodged and located in the right ventricle. The patient's right atrial lead was explanted and replaced (B)(6) 2021. The patient was in stable condition.